Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide states: "do not expose your pump, transmitter, or sensor to x-ray."

Event description:
It was reported that an unspecified malfunction alarm occurred after the pump was exposed to x-ray. Customer's blood glucose level was 350 mg/dl. Reportedly, customer reverted to an alternate pump.